Event description:
It was reported that tip detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The device was fully recaptured into the sheath. When the device was removed from the sheath it was noted to have blue plastic around the feet of the device. The was sheath was assessed and noted that a piece of the distal end of the sheath tore off. The was sheath was removed and a new double curve was sheath was inserted. The patient was implanted successfully with a 24mm device.